Event description:
It is reported that the pt's sensor insulin pump displayed a button error. The pt's blood glucose level was 313 mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further info available.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.